Event description:
The inpatient eeg report was received which indicates the patient has a brief history and indications for eeg of syncope. The interpretation on the report states that this is an abnormal eeg. There are multiple discharges suggesting a potential left frontal lobe focus for ongoing epileptiform activity. There are no clear seizures noted, but repeated isolated sharp wave discharges and spike wave discharges. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.